Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) year-old caucasian female patient underwent a breast reconstruction revision with two 650cc mentor smooth round moderate plus profile saline breast prostheses and experienced bilateral deflations and capsular contracture, baker grade 2 the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.